Manufacturer narrative:
The customer obtained a reactive (positive) advia centaur xpt toxoplasma g (toxo g) lot 293 result on 2 samples from a 28-year-old female patient that were discordant relative to alternate method testing. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Siemens is investigating. This MDR report addresses the discordant result from 22-jul-2024; the discordant result from 12-jul-2024 is being reported in a separate report.

Event description:
The customer obtained a reactive (positive) advia centaur xpt toxoplasma g (toxo g) lot 293 result on 2 samples from a 28-year-old female patient that were discordant relative to alternate method testing. The initial result was reactive. The result was not reported. The sample was retested at a different lab on an alternate method, and the results were non-reactive (negative). A new sample was drawn from the patient 10 days later. The advia centaur xpt toxo g result was again reactive. The same sample was retested at a different lab with a different alternate method and the result was non-reactive (negative). The customer believes the non-reactive results to be correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
Siemens investigated an outside of the united states (ous) customer report of reactive (positive) advia centaur xpt toxoplasma g (toxo g) lot 293 result from a 28-year-old female patient that resulted negative with alternate method testing. Samples drawn approximately a month apart resulted positive for advia centaur xpt toxo g. Toxoplasma igm (toxo m) also resulted positive on both samples. Both samples were tested with different methods and were negative for both toxo g and toxo m. Per the assay instructions for use (IFU), when both toxo g and toxo m are reactive "the patient may or may not be acutely infected with t. Gondii. Obtain a new specimen for further testing. Since the igg and igm antibodies to t. Gondii are positive, it appears the patient may be acutely infected with t. Gondii. The new specimen should be repeated with a different anti- t. Gondii igg and igm assay." Siemens reviewed customer's calibration and quality control (qc) data, which were valid and within range. Siemens reviewed toxo g lot 293 qc and medical decision pool lot release data. Results met lot criteria and recovered similar with other lots. The customer treated the sample with heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt) and results remained reactive and the values recovered close to the neat results. The total number of negative samples the customer has tested with toxo g lot 293 was not provided and the specificity cannot be calculated. The relative specificity based on 3 studies as described in the assay IFU ranges from 99.3- 99.8%. Based on the available information, the cause of the discordance is inconclusive but isolated and seems to be a patient specific issue. The customer is operational, and the reported issue is resolved by routine troubleshooting. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.